Event description:
Discordant advia centaur xp hav total (havt) results were obtained during a lot to lot correlation study. The results for three patient samples were (B)(6) with lot 037 and (B)(6) with lot 038. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hav total result.

Manufacturer narrative:
The cause for the discordant hav total result is unknown for the correlation study. The clinical condition of the patients is unavailable. Further testing is being performed.